Manufacturer narrative:
Customer replaced solenoids 3 and 4 and left ventilator running for 3+ hours with no error codes. The issue is considered resolved. The customer disposed of faulty solenoids so the root cause at component level cannot be determined.

Event description:
It was reported to philips unit alarmed proximal pressure sensor auto zero failed alarm message on screen while in use. The device did have patient involvement at the time the issue was discovered, and unit was removed from patient without incident. There was no patient or user harm reported. Customer states the unit alarmed proximal pressure sensor auto zero failed alarm message on screen while in use. The unit continued to operate and was removed from the patient without incident and no patient harm. The customer noted error code consistent with proximal pressure sensor autozero failed in the event log but has not been able to duplicate alarm. The customer called back and stated the proximal pressure sensor autozero failed again after 40 minutes of running. Verified error code consistent with proximal pressure sensor autozero in the significate log. Philips remote service engineer recommended the following steps: verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). Replace the proximal auto-zero solenoid (sol 3 and sol 4). Replace the da pcba. Provided the part numbers if issue remains. The customer followed up with philips remote service engineer who advised customer to continue to run unit overnight and try to duplicate complaint. Replace da pcb and cable and sol 3 and 4 if needed, also perform performance verification test (pvt) with emphasis on test 4 pressure accuracy. The customer called back to advise complaint was duplicated during run in with same error code. The philips remote service engineer advised the customer to replace parts as discussed to correct the issue and perform testing. Customer is taking responsibility to correct/repair device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.